Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened and used reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leakage anomalies were observed during analysis. Checked o-rings for defects and none were found.

Event description:
Customer reported that she had high blood glucose due to the reservoir was leaking insulin into reservoir compartment during normal use. Nothing further was reported.